Event description:
It was reported that during a procedure, "the tip broke off" of the ultrasonic scalpel. The tip was retrieved and no adverse consequences were reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. An image of the device and broken blade along with the label were provided to sss by the user facility. An evaluation of the image did confirm that the blade was broken off the device. As the device was not returned, a conclusive root cause could not be determined. However, it is likely the device broke as a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use. The instructions for use (IFU) reprocessed ultrasonic scalpels states: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." "Avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿ a review of the lot control sheet for the reported device indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2013-00195 where the tip of the device fell into the patient and the patient had to be opened up to remove the tip of the device even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.